Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log confirmed error code 45639 occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective pwa. The pwa was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 45639 when started. There was unknown patient involvement and unknown patient harm.